Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
It was reported that patient presented with an adverse event of pacemaker infection. The patient later experienced a sudden onset of discomfort and presented for medical evaluation, during which an infection involving the cyst was identified. An erosion of the device pocket was observed. The pacemaker was explanted. The patient was stable throughout the procedure.